Event description:
It was reported a pericardial effusion (pe) with cardiac tamponade occurred. During a watchman left atrial appendage closure (laac) procedure, an unknown versacross kit was selected for use. The transseptal puncture was performed successfully. The imaging physician (transesophageal echocardiogram (tee)) noted a pericardial effusion with tamponade was identified at the left atrium. The patient's vitals were monitored and the watchman device implantation was performed. After implantation of the closure device, a pericardiocentesis was performed. The patient was stabilized however hospitalized beyond standard care. The device is not expected to be returned for analysis. It was further confirmed, the versacross kit information is unknown. Both perforation and cardiac tamponade occurred. Pericardial effusion was not noted prior to the procedure. No difficulties noted with patient anatomy or attempts tracking up/down to position on septum. Transseptal puncture was completed prior to pe and was only attempted once. Pe may occurred in left ventricular (lv) or left atrium and was noted post transseptal puncture during pig tail catheter exchange.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The transseptal puncture was performed successfully. The imaging physician (transesophageal echocardiogram (tee)) noted a pericardial effusion with tamponade was identified at the left atrium. The patient's vitals were monitored and the watchman device implantation was performed. After implantation of the closure device, a pericardiocentesis was performed. The patient was stabilized however hospitalized beyond standard care. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.